Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001825034 - 2019 - 05143, 0001825034 - 2019 - 05144, 0001825034 - 2019 - 05145, 0001825034 - 2019 - 05146, 0001825034 - 2019 - 05147, 0001825034 - 2019 - 05149. Concomitant medical products: taper adaptor 115310 lot: 222460, non-locking screws 180558 lot:860890, fixed screw 180551 lot: 455490, fixed screw 180550 lot 494250, mini baseplate 010000589 lot: 357320, ministem 113632 lot: 300720, humeral bearing xl115363 lot 503500, humeral tray 9707938-00 lot 17013429 , glenosphere 115310 222460, central screw 115394 lot 572030. Report source: (B)(6). No product was returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient is being considered for a revision to address glenoid implant related bone loss. No further information is available at the time of this reporting.